Manufacturer narrative:
Baxter received and evaluated the device; the date of occurrence was unknown to the reporting facility. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported display screen not functioning which was reproduced as a blank screen at power up with observed failed pixels and found to be caused by a failed lcd. The lcd was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump's display screen was not functioning properly with a black splotch on the screen and thin colored lines during delivery in the general patient ward. There was no patient injury or medical intervention associated with this event. No additional information is available.